Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint can be closed once follow up has been sent.

Event description:
Update 2/22/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported the patient had metallosis, osteolysis, loose cup, large hemolytic effusion, tissue inflammation and ion levels less than 7 parts per billion. The patient was unable to be completely revised because pathology found high grade spindle tumor with high miotic activity and necrotic areas. Giant cells were scattered within the tumor. A radiograph reportedly showed degenerative arthritis. Bone loss was related to cancer. Patient right leg was amputated on (B)(6) 2013 related to the cancer. Patient died on (B)(6) 2014 from metastatic chondrosarcoma. There was no allegation that hip components had any involvement in cancer diagnosis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: mar 8, 2016.

Event description:
Pfs and medical records received. Pfs alleges pain, decreased rom, adverse tissue reaction, tumor, and amputation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).